Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three months post implant the right ventricular (rv) lead dislodged and exhibited high thresholds. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.